Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that following use of a Diamondback 360 Orbital Atherectomy Device, a perforation was observed. The patient expired. No additional information is available.